Manufacturer narrative:
(B)(4)

Event description:
It was reported by the cath lab director that she witnessed the intra-aortic balloon pump (iabp) power resetting when the recorder button was pushed as she was the operator. The rn had to push "pump on" to start pumping. The console was still being used and was able to finish treatment on the patient. There was no report of patient complication or serious injury and death. In addition, the service tech was called to check the pump and was unable to reproduce the symptom. As a precautionary, the battery and the recorder were replaced.

Manufacturer narrative:
For related complaint see tc (B)(4). Teleflex received the device for investigation. The reported complaint of "power resetting when the recorder button is pushed" is not confirmed. Although, the root cause of the complaint is undetermined the returned battery passed both visual and functional test specifications. No further action required at this time.

Event description:
It was reported by the cath lab director that she witnessed the intra-aortic balloon pump (iabp) power resetting when the recorder button was pushed as she was the operator. The rn had to push "pump on" to start pumping. The console was still being used and was able to finish treatment on the patient. There was no report of patient complication or serious injury and death. In addition, the service tech was called to check the pump and was unable to reproduce the symptom. As a precautionary, the battery and the recorder were replaced.